Event description:
Site indicated surgical site/orthopaedic ae. Moderate severity. Probably not device related. Rehospitalized for surgical site/orthopaedic complication (B) (6) 2008. Treatment manipulation.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained in the pt and was not returned to the manufacturer. If additional info becomes available, the eval summary will be submitted in a supplemental report.